Event description:
Falsely elevated troponin (ctni) results for two samples were reported by the laboratory. In 2004, the laboratory's lis was configured to send the ctni qc values to an incorrect file for another qc lot. This resulted in the techs being unaware that qc values were out of the lab's expected range and acceptance of poor calibration. When the lis programming was corrected to send the qc data to the correct qc lot, the qc was recovering half of what it had been. After recalibration, two patient samples with original results over the lab cut off of 0.6 ng/ml were repeated with results <0.6 ng/ml. Although the physicians did not question the results, no patients were treated due to the high ctni values. There were no adverse health consequences or changes to treatment as a result of the high values.